Event description:
It was originally reported that the pt had no stimulation sensation. The pt has never changed the battery for the pt programmer. The "unit" stopped working. It caused the pt to swell. Further info is being requested from the hcp.